Event description:
During robot assisted prostatectomy, davinci maryland forceps bent and became unable to use, as they cannot close.

Event description:
During robot assisted prostatectomy, davinci maryland forceps bent and became unable to use, as they cannot close.